Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the screw heads were too small for the plate. The surgeon requested a matrix orthognathic loan set for the mandibular advancement for a patient and the patient was treated with plates and screws from this set. Postoperatively the doctor detected a malocclusion and the patient was taken back to operation theatre two days later and the plates checked and closer inspection revealed what looked like the heads of the screws moving within the plates. It was 1 cm advancement. The plate was removed and reseated with all four screws being very firm. It was found that on light to moderate force being applied to the mandible it was possible to move the two segments with the plate in place. A second six hole plate with four screws from the synthes 2mm craniofacial set was applied above the matrix plate and this provided good stability. This revision happened without notification to synthes. No further information was provided. This is report 1 of 2 for complaint (B)(4).